Manufacturer narrative:
The real intelligence cori, part number rob10024, sn(B)(6), used for treatment was not returned for evaluation. A log file review was attempted. The log files provided do not match the date of the reported event. The reported problem was not confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted surgery, the real intelligence cori system gave an "unexpected pfs failure" error, so it was proceeded to shut down the system completely. The case was reopened and all of the case info was saved. The surgeon burred the anterior shelf of the tibia then sawed the remainder of the tibia. The surgeon then refined the tibial shelf which proceeded to show a large red area where the tibia was sawed off. The bur was still spinning and cutting even in the red area of the tibia. The surgery was completed, after a non-significant delay, with a s+n back-up device. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, (B)(6), used for treatment was not returned for evaluation. A log file review was attempted. The log files provided do not match the date of the reported event. The reported problem was not confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities